Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
During the programming history database periodic review high impedance was identified on patient's vns system. The review of the available programming history revealed high impedance observed on (B)(6) 2014.

Event description:
Follow up indicated that the patient underwent a surgery due to lead break. They tried to replace the complete vns system on (B)(6) 2014 but the surgeon was not able to do that. The lead was damaged. A new implant of the lead on the left vagus nerve was not possible due to the growth of the patient, and as such the lead has been cut off slightly below the electrodes and the entire system has been removed. The nurse, as a legal advisor for the wellbeing of the patient, did not want a right sided implanted vns as the effect of vns was rather moderate.